Manufacturer narrative:
Reported event: an event regarding seating/locking issues involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned; however, photographs were provided for review. The photographs show the insert with attempted implantation/explantation damage. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the insert would not assemble into the baseplate. The device was not returned; however, photographs were provided for review. The photographs show the insert with attempted implantation/explantation damage. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Reported event: in triathlon ps tkr surgery, the triathlon x3 tibial bearing insert- ps insert was to be implanted. On final implanting, the insert didn't lock in the tibia and the pin seen on anterior side of insert was preventing full locking. The insert was taken out and no longer usable. There was another triathlon ps insert for back up so that was used and the surgery was completed successfully.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Reported event: in triathlon ps tkr surgery, the triathlon x3 tibial bearing insert- ps insert was to be implanted. On final implanting, the insert didn't lock in the tibia and the pin seen on anterior side of insert was preventing full locking. The insert was taken out and no longer usable. There was another triathlon ps insert for back up so that was used and the surgery was completed successfully.